Event description:
It was reported that the sensor was not adhering/sticking. Customer stated she runs and swim everyday and feels that it contributes to sensor not sticking in. Customer would receive calibration errors and change sensor alerts. Customer also reported sensor glucose and blood glucose discrepancy. Customer stated blood glucose was over 400 mg/dl and sensor glucose reading was 90 mg/dl and found sensor was pulling out. Troubleshooting was done for tape not sticking. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.